Event description:
It was reported that a customer experienced a malfunction with their pump. There was no information provided regarding the impact on the customer¿s blood glucose level. The pump was set to be returned for further inspection, and a replacement pump was assigned to the customer.